Manufacturer narrative:
E1) address- (B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a faulty printed circuit board. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the visera 4k uhd camera control unit produced no image. This occurred during a therapeutic laparoscopic procedure; patient was not under sedation. The procedure was finished with the same device and there was no delay or report of patient harm.

Manufacturer narrative:
Updated fields: h6 and h10 . This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty main printed circuit board. However, the specific cause of the faulty main printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.